Manufacturer narrative:
Summary of investigation: there are two previous complaints of this code-batch regarding the same issue, closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units. There are no units in our stock. We have received 8 closed samples and 3 open and empty samples, there are no sutures inside. To evaluate the conformity of these units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. The rotation test performed on the closed samples received confirmed that the units are compliant with the specified requirements. Needle attachment strength results conducted on all closed samples received are 1.46 kgf in average and 1.30 kgf in minimum and fulfil the european pharmacopoeia (ep) requirements (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). These values are in the usual range for this thread and size. Nevertheless, considering that there are previous confirmed complaints of this code-batch regarding the same issue, we consider this complaint to be confirmed as well. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: for this case, it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements. However, the most probable root cause is too much thermal treatment applied to the thread ends that caused the thread to be fragile and break in the attachment area, as shown in the defective samples received in the previous complaints. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/b. Braun surgical specifications, considering that there are previous confirmed complaints of this code-batch regarding the same issue, we conclude that the complaint is confirmed. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The client reported that the needles coming off the thread during surgery. Additional information has not been provided.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.